Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter issue began on (B)(6) 2020 at around 10:00 am. The patient manages his diabetes with a combination of insulin (15 units short-acting; 32 units long-acting). The patient denied making any changes to his usual diabetes management regimen when he was unable to obtain a blood glucose reading due to the alleged issue. The patient reported that on (B)(6) 2020 at 3:00 am, he developed symptoms of feeling ¿shaky and could not see very well;¿ symptoms he associated with low blood glucose. The paramedics were contacted for assistance. The patient claimed that when the paramedics arrived, his blood glucose tested ¿50 mg/dl¿ on the paramedic¿s device then they treated him with food. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca determined the correct strips were being used for testing and the correct testing process was being followed. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event requiring medical intervention after the alleged meter issue began.